Manufacturer narrative:
The customer was unable to find the location of the leak within the fluids tray. Bci customer technical support (cts) sent the customer a replacement fluids tray. The customer will install the replacement. Service was not dispatched for this event. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter, inc. (Bci) concerning a liquid (wash buffer ii) leak from the fluids tray on access 2 immunoassay system. There was no report of injury or exposure to hazardous fluids.